Event description:
It was reported that a malfunction alarm occurred with a code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and the customer successfully reset the pump without the malfunction recurring. The customer was advised to continue using the pump and to contact support if the issue reappeared.